Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer was experiencing a high blood glucose level of 504mg/dl due to user error. Trouble shooting was done. We coached the customer to fix the issue on the insulin pump. Pump is not being returned. No further information available.